Manufacturer narrative:
An attempt to reproduce the reported event using the minimed mobile app (software version 2.9.0) installed on iphone 16 (ios 18.3.1) with mmt1880 770g pump (software ver. 5.2a) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. Medtronic were unable to conduct a thorough investigation due to the lack of diagnostic logs necessary for a comprehensive analysis. Our assessment was based solely on the analytics logs provided. Medtronic did not find any pairing attempts in the analytics logs, and it appears the user never opened the screen where the pump advertising process begins. Most likely, the user did not follow the instructions provided in our application. Issue was not confirmed the following steps have been proven effective to fix this issue: please ask the user to perform the following steps: remove the minimed mobile app and all its data (settings > general > iphone storage > minimed mobile > delete app). Remove the pump from ios bluetooth settings (settings > bluetooth > pump xxxxxxxx > forget this device). Remove the mobile device from the pump. Install the minimed mobile app again. Navigate to the pump pairing screen in the minimed mobile app. Attempt pairing with the pump. If the user still experiences any problems, ask them to upload logs so medtronic can provide a more personalised analysis. Medtronic are proceeding to close this ticket. If the reported issue is still ongoing, please provide information about when the user had this problem and ask him to upload logs. This will allow us to address the matter promptly and efficiently. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump and the mobile application. The customer reported no adverse event. The event involved product(s) mmt-6102. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. Product return is not applicable for non- physical device mmt-6102.